Manufacturer narrative:
Interventional neuroradiology, douglas m choo et. Al onyx versus nbca and coils in the treatment of intracranial dural arteriovenous fistulas" twenty-four patients (17 males; age 1.67¿84 years, m=56 ±17.7 years) the device will not be returned for evaluation as it was consumed in the event. Based on the reported information, the most likely cause for the reported event is procedure related. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. The patient was treated with onyx 18 or onyx 34. Related mdrs to this article: 2029214-2017-00783, 2029214-2017-00784, 2029214-2017-00785. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that the marathon catheter ruptured and was retained in one patient during treatment of intracranial dural arteriovenous fistulas (davf). A total of 24 patients with davfs were treated with endovascular embolization during this time. Onyx was used in 12 cases, 9 were treated with only nbca, and 3 were treated with only coils. Hemorrhage was the most frequent presenting symptom (7/24, 30%), followed by headache (5/24, 21%).